Event description:
A clinical mgr reported, a posterior capsule rupture observed during a laser assisted cataract procedure. The reporter indicated the incisions were opened, the capsulotomy was free and there was a possible bubble caught behind the lens treatment; the lense was pushed to release the bubble. During hydrodysection the posterior capsule ruptured and a vitrectomy was performed followed by a sulcus lense being implanted. Upon add'l follow up, the pt's vision was 20/20 at three weeks post procedure.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).